Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were ran on the patient when they were plugged to the power module and connected to the heartmate touch but no events were recorded. Tech services noted constant harmonic compensation events in the background of the log files, which shortened the data captured to around 2 hours. It was also observed that the estimated flows were captured mainly at 3.8 to 3.0 lpm and the pulsatility index (pi) values are non-variable and in the upper one range. It was mentioned that these harmonic compensation events can potentially be caused by thrombus/build up on the rotor causing an issue with levitation and/or stability. Hospital informs that the patient refused to take anticoagulation as they had significant nose bleeds. The radiologist performed four-dimensional computed tomography (4dct) of the heart on (B)(6) 2026. As per cardiologist, the clinical suspicion for device thrombus is quite high as indicators of hemolysis, low haptoglobin and elevated lactate dehydrogenase (ldh). The patient had a speed increase of 700 rpm over the year 2025 and now at 6000rpm without change in ventricular assist device (vad) flows, severely reduced cardiac index by right heart catheterization (rhc), and left ventricular (lv) chamber size unchanged. It was not recommended to stop the pump with reset and the treatment management plan was unknown.